Event description:
It was reported that during use of a Fusion Oxygenator the customer reported that optimal flow could not be achieved and suspected possible high pressure excursion. The customer stated there were high RPMs and normal line pressure. The device was used to complete the case. There was no adverse patient effect associated with this event Medtronic received additional information that the customer believed they experienced a high pressure excursion in the oxygenator. There was no definitive proof that the pressure was high. It was not being monitored. Albumin (50ml 25%) was used in the prime along with heparin (10,000 units). Heparin dosing was monitored to achieve optimal therapeutic response. The value was greater than 480. The temperatures pre and post oxygenator were normothermic 36-37 degrees celsius. There was no damage observed to the device.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.